Event description:
It was reported that a proultra endo tip separated in a patient's mouth. No patient injury resulted.

Manufacturer narrative:
In this incident, a proultra tip #5 separated in a patient's mouth. Though it was stated that no pt injury occurred, there have been previous reports of this malfunction that necessitated medical / surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr.).therefore, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. The initial reporter indicated setting the ultrasonic unit higher than recommended in the dfu, something that may have caused or contributed to the event.